Manufacturer narrative:
Three opened knife samples were received in a bag for the report of dull blades. The returned samples were visually inspected and sample number one was found to be nonconforming with a damaged tip while sample numbers two and three were found to be conforming. Sample numbers two and three were functionally tested for penetration and were found to be conforming. Penetration testing could not be performed on sample number one due to the damaged condition of the sample. A review of the device history record related to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates that there are three additional complaints associated with the lot for the reported issue. Two of the returned knives were found to be conforming however, one of the knives was nonconforming. The exact root cause could not be determined from the investigation performed. The damage to the returned sample is consistent with damage that can occur when the blade contacts a hard surface such as the protective blade tray when the product is improperly removed or inserted after use, from improper handling or from contact with another instrument during surgery or set-up. The exact root cause for the damaged knife sample is unknown therefore, specific action with regards to this complaint cannot be taken. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Any nonconformance, such as the damaged tip exhibited on the returned opened sample, is removed from the lot and scrapped. Functional penetration testing is performed and monitored during the finishing process to ensure the sharpness of the product. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. (B)(4).

Manufacturer narrative:
A sample is available that has not yet been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. This is the first of two reports from this facility. (B)(4).

Event description:
A health professional reported that multiple knives were noted to be blunt upon making the incision during separate surgeries. Alternate knives were obtained in order to perform the procedures. Additional information has been requested. Additional information received confirmed that there has been no impact to any patient.